Manufacturer narrative:
Date sent to the FDA: 10/9/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, incisional hernia repair surgery and lysis of adhesions on 8/24/2017. It was reported that the patient experienced severe pain, nausea, vomiting, chills, inflammation, adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.